Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0233724. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp barrel was damaged. The following information was provided by the initial reporter: on (B)(6) 2021, the patient was admitted to the hospital for urinary calculi. At 16:13 on (B)(6), after the patients intravenous infusion, the nursing staff opened the newly packaged flush and prepared to seal the tube for the patient, and the sealing liquid was found the barrel was damaged and could not be used normally, immediately replaced with a new one to check that there was no quality problem and sealed the tube for the patient, causing no harm to the patient, and no other adverse events occurred during the entire event.